Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-22 (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains) alarm. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-22 alarm was identified during the alarm log review and functional testing. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.